Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sensor that stopped early with an unknown error occurred. The sensor was inserted into the abdomen on (B)(6) 2022. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined as the allegation was not found. In addition, an early sensor expiration due to a state start was found in connection to the reported allegation. The reported event of that stopped early with an unknown error is reportable based on the finding of a an early sensor expiration. No injury or medical intervention was reported.